Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s pump stopped working. Contact did not provide further information and tandem technical support was unable to perform a pump system check, as contact did not have the pump at the time of the report. There was no reported impact to the customer¿s blood glucose. Tandem technical support made multiple attempts to obtain additional information; however, the customer did not reply.